Manufacturer narrative:
(B)(4).

Event description:
I was reported that the patient presented in clinic for lead revision. The left ventricular lead exhibited fracture. The lead was explanted and replaced. The patient was in good condition lost operation.